Event description:
The patient underwent robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy for fibroid tumors. During the procedure, one of the blades on the robotic scissors broke off.